Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the I-drain alarm volume was met. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy during night drain cycle one. The patient's ultrafiltration reading was 1789ml, which indicates that the home patient (hp) drained 1789ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available at this time.